Event description:
It was reported that a patient experienced an endothelial disruption by the right lower vein. During a pulmonary vein isolation (pvi) procedure, a versacross connect access solution for faradrive and farawave 2.0 were selected for use. The pvi was performed successfully and then while post mapping, physician noticed some endothelial disruption by the right lower vein. There was a concerned about the tissue damage being a potential clot, so it was decided to end the case and not do the watchman portion. It was discussed that the patient had not received heparin prior to crossing transseptal, that the patient had very 'smoky' atrium, and that the ripv had required a lot of flower manipulation to get a good position potential damaging the tissue by the vein. Physician thinks the flower or wire may have caused endothelial damage. No interventions were performed to address the complication; no hospitalization was needed. Patient outcome reported as fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: the device has not been received for analysis (disposed at facility); therefore, a failure analysis of the complaint device could not be completed and the reported allegations could not be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the farawave device confirmed that the events of difficult to position, tissue damage and vessel trauma are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. The reported events of tissue damage and vessel trauma are recognized complications associated with cardiac ablation procedures and are addressed within the farawave IFU and risk management documentation. The primary event is endothelial disruption of the right inferior pulmonary vein, which is considered a manifestation of localized tissue injury resulting from catheter manipulation and positioning during the procedure. The reported difficulty in positioning is considered a contributing procedural factor related to patient-specific anatomy and normal catheter manipulation and is consistent with known inherent use conditions of the device rather than a device malfunction or use error. Based on the available information, the reported event is consistent with known inherent risks of the procedure, and a direct causal relationship to a device malfunction or performance issue cannot be established.

Event description:
It was reported that a patient experienced an endothelial disruption by the right lower vein. During a pulmonary vein isolation (pvi) procedure, a versacross connect access solution for faradrive and farawave 2.0 were selected for use. The pvi was performed successfully and then while post mapping, physician noticed some endothelial disruption by the right lower vein. There was a concerned about the tissue damage being a potential clot, so it was decided to end the case and not do the watchman portion. It was discussed that the patient had not received heparin prior to crossing transseptal, that the patient had very 'smoky' atrium, and that the ripv had required a lot of flower manipulation to get a good position potential damaging the tissue by the vein. Physician thinks the flower or wire may have caused endothelial damage. No interventions were performed to address the complication; no hospitalization was needed. Patient outcome reported as fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.